Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The insulin pump also alarmed no delivery. Customer's blood glucose level was 548 mg/dl but more recently it was 200 mg/dl. The customer was feeling nauseous. He treated his high blood glucose by injecting insulin. The call was disconnected. The device was not returned.